Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing healing issues since implant surgery. Revision surgery occurred to resolve the issue. The recipient remains implanted. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was prescribed amoxicilline. The company was informed that the recipient is successfully wearing the external equipment. The recipient's device remains implanted. This is the final report.